Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The body of the lead was damaged. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right ventricular (rv) lead the lead dislodged during slitting. The lead was removed and a second lead was attempted. The second lead also dislodged during slitting. The lead was removed and a third lead was able to be implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right ventricular (rv) lead the lead dislodged during slitting. The lead was removed and a second lead was attempted. The second lead also dislodged during slitting. The lead was removed and a third lead was able to be implanted. It was noted that the slitters caused the two leads to dislodge. No patient complications have been reported as a result of this event.